Manufacturer narrative:
Product ID 8781, lot #: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated a catheter kink or another catheter issue was not confirmed and no contributing factors to a suspected catheter kink were determined. There was no reported suspected cause of the observed fluid in the pocket. It was stated the whole system was explanted on (B)(6) 2019 due to infection. No explanted segments of the catheter would be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781. Date of implant reported to be 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 830 mcg/day) via an implantable pump for an unknown indication for use. It was reported the pump gave a ticking sound and the patient experienced spasticity. The event date was reported to be (B)(6) 2019. There were no reported contributing factors, diagnostics/troubleshooting, or actions taken or planned. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported. Additional information was received. It was stated the daily dosage was increased which was not successful. A 25 mcg bolus was programmed, which had mild help with the spasticity. The catheter was revised as there was suspected kinking; the catheter was shortened 1 cm and reconnected. A small amount of fluid was observed to be in the pocket. The spasticity was resolved after revision of the catheter and the situation was better.